Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully programmed. No further treatment details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. An x-ray confirmed extrusion. Programming adjustments were made, however, the issue did not resolve. The recipient underwent electrode repositioning surgery on (B)(6) 2021.